Manufacturer narrative:
One inner mast assembly and one outer aluminum profile were returned to the MFR for investigation and conclusion. The inner mast key (mx01020.0) was found to be detached from the mast (mx01000.0). Detachment was due to a fracture of both welds, which normally secure the key to the mast. With both welds fractured, the outer profile supporting the jib and pt would be free to rotate about a stationary base. The hoist in this condition would be unstable and would allow the incident to occur as reported. A section of the inner mast and key plate were sent to an independent lab for analysis and report. The mast assembly was manufactured on january 5, 1994 and as such has exceeded the expected product lift. The MFR concluded the incident occurred due to t he failure of the welds holding the key to the inner mast. The weld failure allowed the pt to rotate approx 90 degrees about the stationery base, causing an out-of-balance situation. The weld failure was due to weaknesses in the welds. The external exam found evidence of lack of diffusion and indications of sudden impact. Small areas of fatigue propagation prior to final rupture were also noted. Ten hoists having serial numbers either side of the incident hoist have been identified for close service inspection of the inner mast. The welds holding the key plate will be inspected closely for any signs of cracking.

Event description:
The facility reports the patient was being lifted from the bed to the chair. While turning the hoist to position it over a chair, the base stayed still and the mast with the pt turned through approx ninety degrees. The weight of the pt on an out-of-balance hoist caused the hoist to tip over and droop the pt on the floor. No injuries were noted. (B)(4).